Event description:
Related manufacturer reference numbers: 2017865-2022-07050. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker and the right ventricular lead exhibited noise over-sensing possibly due to electromagnetic interference. No intervention was performed. The patient was discharged.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.